Manufacturer narrative:
Following insertion of the medial poly insert, the lateral poly insert dislodged from the knee. The case was completed using another lateral poly insert provided in the kit that was 1mm thicker. Full range of motion was achieved. Returned device evaluation: the lateral poly insert that dislodged from the knee was returned for evaluation. The snap feature of the locking mechanism was visually examined and appeared undamaged, indicating that it had not engaged with the tibial tray. It is likely that the insert was not aligned properly with the tray at the time of impaction, preventing seating of the insert and engagement of the locking mechanism.

Event description:
Following insertion of the medial poly insert, the lateral poly insert dislodged from the knee. The case was completed using another lateral poly insert provided in the kit that was 1mm thicker. Full range of motion was achieved.